Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the bands were on top of the other when placed on the varices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal ligation procedure performed on (B)(6), 2021. During the procedure, it was noticed that the bands were on top of the other when placed on the varices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: additional information: block e1 (initial reporter's first name) additional information received on (B)(6) 2022 confirmed that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2021-08186 and report number 3005099803-2021-08187 are duplicates of report number 3005099803-2021-08184 and report number 33005099803-2021-08185. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2021-08184 and report number 33005099803-2021-08185.